Event description:
It was reported that the atrial lead exhibited over sensing resulting in inappropriate mode switching and causing pacing inhibition. The patient experienced palpitations. The lead was capped and replaced. The patient was fine post procedure.

Manufacturer narrative:
(B)(4).